Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the mid and back assemblies were contaminated. It was determined that the housing was damaged (failed nose tube assembly and thimble set screw assessment). It was further determined that the device failed for vibration assessment and the core was not rotating. It was determined that the issues were consistent with time and wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the attachment device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device failed the vibration assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.